Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) with grade 4 and a prolapsed anterior leaflet. A mitraclip xtw was selected for treatment and advanced to the mitral valve, but while going from a neutral knob position, while establishing final arm angle (efaa), and before lock line removal, the clip gradually opened from approximately 30 degrees to approximately 40 degrees. Troubleshooting was performed. The clip was then deployed. After deploying the clip, the clip was observed to have opened from approximately 30 degrees to approximately 35 to 40 degrees. It was noted that the clip remained stable on the leaflets. To further reduce the mr, another mitraclip was implanted. The procedure was completed with two clips implanted. The mr was reduced to grade 1-2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on available information, the cause of the reported clip open during efaa and clip open while locked were unable to be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling. Imaging review: one (1) fluoroscopic still image and four (4) fluoro videos were provided. One video (titled "(B)(4) video1") was taken pre-deployment (mechanical separation) of the reported clip; the remaining three videos and still image were taken post deployment. In the pre-deployment video 1, the delivery catheter (dc) is extended with the clip attached to the l-lock shaft; the clip arm angle appears to be ~30°. It is unclear at which point in the deployment sequence (e.g., first efaa check, lock line removal, etc.) The video was taken. The clip maintains a constant arm angle for the duration of the video with no apparent clip arm movement suggesting the video was likely taken after the reported "while establishing final arm angle (efaa), and before lock line removal, the clip gradually opened from approximately 30 degrees to approximately 40 degrees". However, the reported clip opening observed during the first efaa check cannot be confirmed based on the cine provided. In addition, it is unclear if video 1 was taken prior to, during, or after the reported troubleshooting that was performed. "Video 2" was taken post deployment of the reported clip, after the cds was removed, and maintains the same fluoro c-arm location as video 1 based on the same relative position of the tee probe and prior implanted aortic device. Some clip rotation (about the central axis of the clip) is observed, as compared to video 1. The clip arm angle appears slightly larger at ~35°; however, this can be due to the post deployment rotation in video 2 which provides a more direct view of the clip arms. For video 3 and video 4, the fluoro c-arm location was adjusted based on the change in position of the prior implanted aortic device, as compared to video 1 and video 2. It should be noted that adjusting the location of the fluoroscopy c-arm will change how the clip is viewed. In this case, video 3 and video 4 provide a more oblique view of the clip, making the clip arm angle more obscure as compared to video 1 and video 2. Accounting for this change, the clip arm angle appears to remain consistent at ~35°. The fluoro image provided captures two instances: during active use of the second cds (no reported issue, bottom image) and post deployment of the second clip (top image). The first implanted clip (reported device, top clip in images) remains consistent with video 3 and video 4, with no apparent change in arm angle. The clip arm angles stated in this evaluation are estimations based on visual assessment with the naked eye and are not confirmed. Based on the cine provided, it is difficult to discern if a post deployment cowl occurred due to the changes in the fluoroscopy location and inherent variability in unassisted assessment by the naked eye. If clip arm opening did occur post deployment, it was likely minor and in the range of ~5° - 10°, which does align with the reported incident details that specified "after deploying the clip, the clip was observed to have opened from approximately 30 degrees to approximately 35 to 40 degrees". Lastly, it should be noted that a change of = 10° is within the expected range of normal behavior associated with the clip lock mechanism settling during and not necessarily indicative of a cowl event. Na.